Event description:
It was reported that the lead impedance data was invalid in the remote monitoring report. Also, the long term clinical trend data was unavailable. Individual bit corruption was found. The patient had recently undergone a cardioversion and ablation and had also been falling. It is unknown to the clinician if the falls are related. The device remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a diagnostics problem. Data also shows a parity error count=7 between (B)(6) 2012, 10:23:50 and (B)(6) 2012, 12:55:48.